Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for n on-malignant pain. It was reported the patient was trying to bolus, the personal therapy manager (ptm) got stuck on 91%. The patient moved the communicator a little bit and it continued to connect. It was noted when the patient requests a bolus, he would get lockout of 3 hours 59 minutes or sometimes 5 hours. It was reported the pump had not been filled yet since implant. Per the ptm, the patient¿s lockouts were: bolus duration 1 min, lockout duration 3 hours, dose restriction 6/24, max activation 6 per day. It was also reported the lockout was currently 30min, but was more than the normal lockout time. Pss reviewed dose restriction. Per the ptm, the bolus unavailable was due to the dose restriction. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient symptoms were not reported.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.